Event description:
It was reported a tlif (l2-l5) was performed on (B)(6) 2026. During cement injection, the leakage towards the intervertebral foramen occurred. Cement injection was stopped once the leakage was confirmed. After that, the area of cement leakage was checked, and it was found that the leakage was able to check visually and the cement removal was performed. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.